Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose read high (>500mg/dl) while wearing the pod on his leg for between 1 and 4 hours. He would give corrections but his blood glucose levels would not drop. The patient stated that the cannula appeared to be slightly bent at the tip when the pod was removed. Treatment included giving manual injections with a pen and changing his pod for corrections. He also stated that, when filling the pod, the double beep was faint and inaudible.